Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during right ventricular (rv) lead placement, the lead fell out of placement multiple times and had high thresholds and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.